Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There was no difficulty reported during the initial post dilation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the reported difficulty advancing and removing the device from the anatomy and stent are a result of the balloon folds becoming compromised after the initial inflation; however, a conclusive cause cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the 5.0x08mm nc trek balloon dilatation catheter (bdc) was used to post dilate the implanted stent. Optical coherence tomography (oct) was performed and the same nc trek bdc was advanced to perform post dilatation again. The physician stated resistance was met with the implanted stent, stating it feels like the balloon adheres and sticks to the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.